Event description:
It was reported by the patient that she underwent a hernia repair procedure on an unknown date and mesh was implanted. Fourteen years following the procedure, the patient experienced stomach pain. The patient underwent x-rays and an exploratory surgery which revealed erosion of the mesh and pus in the abdomen. The patient stated she had two additional surgeries to treat the infection in her stomach, and had an open wound in her stomach for approximately six months. The patient was referred by her physician to another specialist, who removed the mesh along with six inches of her small bowel on (B)(6) 2015. The patient reported she is still in pain and needing assistance with activities of daily living. The specialist has advised that she is still healing and will need additional time to recover. Additional information has been requested.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.